Event description:
It was reported that a pt expired more than 24 hours following hemodialysis treatment. The pt's rn stated that the cause of death was unrelated to his hemodialysis treatment. Although it was reported that the pt's expiration was not related to hemodialysis treatment and was more than 24 hours following treatment, an MDR is being filed to document the event.

Manufacturer narrative:
Based on the information provided, no definitive conclusion can be drawn. The pt's rn indicated that the pt's expiration was not related to treatment. Currently we have requested medical records but to date have not been provided. A "plant" is currently on-going and a supplemental report will be submitted at the conclusion.